Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition that the device had no power was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had low power, and the device¿s rotations per minute (rpm¿s) were below minimum limit, the modified set screw was found to be loose, the elbow and motor housing was dented, and the vanes were worn. It was further determined that the device failed pretest for rotational speed assessment, and loctite assessment. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. UDI (B)(4).

Event description:
It was reported that the motor device had no power. During service and evaluation it was observed that the device had low power, and the devices rotations per minute (rpm¿s) were below minimum limit. It was noted in the service order that the device had no power. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.